Manufacturer narrative:
The tip of a 5f inf jl 4 100cm catheter broke in two pieces at the proximal end during hand injection while the device was inside the patient. They were able to remove it by pulling it out from the patient since nothing was inside the patient. Another device was needed to complete the procedure. There was no patient injury. The device was stored per labeling and was opened in a sterile field. A non-sterile diagnostic cath f5 inf jl 4 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the hub was found separated from the body/shaft of the catheter. The separated pieces of the unit were inspected and neither pinhole, exposed wire, crack, poor fuse, nor thin wall thickness was found. The separated edges on the received proximal end of the catheter body/shaft were observed elongated. No other anomalies were found. Functional analysis was not performed as no sterile units were returned. Per dimensional analysis, the catheter body/shaft proximal end outer diameter (od) and inner diameter (ID) were measured near the separated condition and results were found within specification. Microscopic analysis was performed on the received separated hub of the unit to inspect the molded condition of the hub and body/shaft proximal end. Elongations and remnants of the body/shaft were observed in the walls of the luer hub. The elongations observed presented evidence of a plastic deformation. Plastic deformation is commonly associated to application of tension forces that could induce the separation between both components. No other anomalies were found during the analysis. A product history record (phr) review of lot 17853882 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft)- separated - in-patient¿ was confirmed during the analysis due to the separated condition of the catheter body/shaft from the hub as received. The exact cause of the separated condition could not be conclusively determined during the analysis. Procedural/handling factors may have contributed to the reported event. The product analysis results showed evidence of elongations and material transference on the remnants of the body/shaft inside the luer hub and strain relief. These findings suggest that the device was induced to stretching/pulling that exceeded the material yield strength prior to separation. Per the instructions for use (IFU), although not intended as a mitigation of risk, ¿exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the product analysis results nor the phr review suggest that this event is related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The tip of a 5f inf jl 4 100cm catheter broke into two pieces at the proximal end during hand injection while the device was inside the patient. They were able to remove it by puling it out from the patient since nothing was inside the patient. Another device was needed to complete the procedure. The was no patient injury and the device will be reported for analysis. The device was stored per labeling and was opened in a sterile field.